Event description:
It was reported that noise on the ventricular channel was observed on the egms. The patient received inappropriate therapy as a result. The lead was partially capped in 2008. Defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.